Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the found no lights on commsled. A field service engineer removed and replaced commsled and rebooted station to resolve the issue. The system functioned as intended after a field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia system that it had a communication issue. A device was not detected on the bus. The customer reported occurred when dispensing medications to patient and there was a delay in patient workflow. There were no adverse events or injuries reported based on this incident.